Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent nighttime hypoglycemic events since starting use of the device, typically occurring in the early morning hours with blood glucose levels decreasing to approximately 60¿65 mg/dl. The patient was able to awaken and self-treat the low blood glucose episodes by drinking soda, after which levels returned to range. A review of available device reports did not fully corroborate the frequency or severity described, showing only a few mild hypoglycemic events that were quickly resolved. Blood glucose levels were affected, with lows lasting approximately 20 to 30 minutes on several occasions. No backup therapy other than oral carbohydrate intake was used, and no ketone testing, steroid injections, professional medical intervention, or additional assistance were reported. Education was provided regarding the device¿s adaptive learning behavior and that insulin delivery adjustments would occur over time. It was suggested that the patient consult a healthcare provider regarding potential device setting adjustments, such as a higher nighttime target range, to address ongoing concerns. At the time of follow-up, blood glucose levels were reported to be in range with no immediate health effects experienced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.